Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: the ultrasonic output might have been continuously activated by closing the grasping section while nothing was grasped between the grasping section and the distal end of the probe. Other possibility is that the ultrasonic output was repeatedly activated when it was not possible to confirm whether the grasped tissue was completely resected. This might have caused the grasping section to peel off. The following information is included in the instructions for use (IFU): ¿do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9614641.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria, including ultrasonic output, ultrasonic oscillation, amplitude, and appearance. Upon inspection of the device, it was observed that the tissue pad (grasping surface) was worn and partly peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic cholecystectomy procedure, when peeling the gallbladder from the liver, the tissue pad peeled when short pitch output was performed at the tip. No piece of the tissue pad fell off. There was no output error message received for the device. The procedure was completed with another similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Additional information has been received for this event. Correction added for information known but not submitted in the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. No patient details, including pre-existing medical conditions are available. Correction information: the device is used in approximately 10 procedures.

Event description:
Addendum jan 20, 2023: event occurred toward the end of the procedure. Setting output at the time of the event was 70%. There was no delay to the completion of the procedure.